Manufacturer narrative:
Particles were not available for eval. Customer is evaluating a component change for their packs. This report mailed in to FDA on: 10/29/2004.

Event description:
Rptr noted linting problems from back table cover; seeing fibers during surgery and in eyes post-op. Fibers were removed; no injury reported.